Event description:
During the call, a customer reported an issue with the incorrect time setting on their device. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in blood glucose levels above 500 mg/dl or below 54 mg/dl. The technical support team assisted the customer in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy recurred, which the customer understood and acknowledged.